Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected off no power, low battery alarms or blank display was noted. The insulin pump was received without the original battery cap. The insulin pump had cracked battery tube threads, broken belt clip slot at battery tube threads area, cracked reservoir tube lip, minor scratched lcd window and missing end cap sticker.

Event description:
The customer called and reported the insulin pump was requiring more than one battery change per day. Customer stated the battery cap was hard to open. During troubleshooting, the customer was eventually able to get the battery cap off. It was stated the insulin pump was turning off intermittently with a new battery. There was a crack found outside the battery compartment. No other relevant damage nor corrosion was noted. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.